Event description:
It was reported that pump issued a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer inspected and cleaned pump components as instructed, successfully reloaded cartridge, replaced supplies as needed, resumed insulin.